Event description:
Reporter indicated a vns therapy programming computer screen is freezing upon interrogation. Troubleshooting only temporarily resolves the issue. The programming system has been returned to the manufacturer and is pending analysis.